Event description:
It was reported that sharps coll next gen 5.4qt clear 20/pack was damaged. This occurred on 12 occasions. The following information was provided by the initial reporter: it was reported that the sharps collector was missing lower parts that will fall into damage product.   Verbatim: missing lower parts will fall in damage product.

Manufacturer narrative:
H6: investigation summary: the customer complained that missing lower parts will fall in damage product. No photos or samples were received to verify this. The DHR review was not performed due to the lot number was not provided by customer. A review of the ncmr¿s was performed; the result showed that on last 12 months no ncmrs has been opened for short shot for the same part number. Root cause is unknown without any information or sample to investigate. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that sharps coll next gen 5.4qt clear 20/pack was damaged. This occurred on 12 occasions. The following information was provided by the initial reporter: it was reported that the sharps collector was missing lower parts that will fall into damage product.   Verbatim: missing lower parts will fall in damage product.